Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer stated that insulin was squirting out of the tubing and numbers didn't appear on the screen. Blood glucose value was 113 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. It alarmed compromised force sensor system during basic occlusion test due to loose/flush drive support disk. Device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.